Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy procedure for a gi bleed, performed on (B)(6) 2024. During the procedure, the clip then misfired before physician was ready. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h2: additional information: additional information was received on 31may2024, and the customer reported the type of procedure performed was a colonoscopy with the target anatomy location of the colon. Initially, the procedure type and anatomy location of the procedure were unknown and was reported as it may have occurred in the esophagus. As this additional information confirmed the hemoclip device has deployment issues in the colon, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy procedure for a gi bleed, performed on (B)(6) 2024. During the procedure, the clip then misfired before physician was ready. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on may 31, 2024: it was reported that the resolution 360 clip device was used in the colon during a colonoscopy procedure performed.